Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The physician decided to recapture the valve due to difficulties positioning the valve. The physician accidently turned the wheel in the wrong direction and released the valve. Due to the low position of the valve, a valve in valve was performed with a non-abbott device. The patient is stable with no adverse consequences.